Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s sister reported via phone call that the customer¿s pump stopped functioning and now she is in the ER. The caller stated that the customer¿s blood glucose kept rising and that she prompted the pump to give insulin but that the blood glucose continued to rise. In the morning, the customer¿s blood glucose was over 500 mg/dl and she had moderate ketones. The caller took the customer to the urgent care first and then to the ER on (B)(6) 2017 around 12 in the afternoon. When admitted to the hospital, her blood glucose was 500 mg/dl or 600 mg/dl. The customer was kept overnight due to diabetes ketoacidosis and she was wearing the pump at the time of the hospitalization. Troubleshooting on the pump could not be done because the customer did not have time and said that she will call back. The caller also mentioned that the customer had a problem with the pump a week prior to the call and a nurse had to replace the site twice because she had blood glucose between 300 mg/dl to 400 mg/dl and she treated with a bolus from the pump. She stated that it started to go down after the site was changed twice. The insulin pump will not be returning for analysis.